Event description:
On (B)(6) 2011, leica microsystems received a complaint from brigham and women's hospital regarding sub-optimal tissue processing, using peloris 11 tissue processor serial (B)(4). On (B)(6) 2011, leica microsystems received info that all tissue samples exhibiting sub optimal processing were diagnosable. Investigation of this complaint by leica microsystems is continuing.